Manufacturer narrative:
This patient received bilateral tmj implants in (B)(6) 2013. The patient developed a draining sinus that tracked to her ear canal. The surgeon removed the patient's left tmj devices six months ago and plans on placing revision components at a later date.

Event description:
The patient's left tmj devices were removed due to infection.